Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore ,consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with excessive no delivery alarms on their insulin pump. Troubleshoot was reported to be conducted. It was reported that the pump failed testing. It was reported that the customer was advised the device would have to be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The insulin pump passed basic occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. However, the insulin pump was received with cracked belt clip slot, cracked battery tube thread and minor scratches on the lcd window.